Manufacturer narrative:
This case, with patient identifier (B)(4) (third vial) is related to case with patient identifier (B)(4) (first vial) and case with patient identifier (B)(4) (second vial) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results with 3 different vials of strips within 10 minutes: 108 mg/dl (first vial), 49 mg/dl, 50 mg/dl, and 49 mg/dl (second vial), and 114 mg/dl (third vial). No adverse event reported. Return of suspect device was requested and replacement was sent.